Event description:
The user facility reported that the guidewire "broke inside the scope" during an ureteroscopy procedure. Follow-up information from the user facility indicated: the procedure involved ureteroscopy and laser lithotripsy with stone extraction; the separated portion of the glidewire was successfully removed from the patient; however, the patient suffered "ureteral avulsion" during this event and had to be flown to another hospital for immediate treatment; and therefore, the initial procedure was not completed successfully. Although requested, no additional information has been provided in regards to the patient's current condition.

Manufacturer narrative:
Results - is based on evaluation of user facility information; is based upon evaluation of reserve samples. Conclusions - is based on evaluation of user facility information; is based upon evaluation of reserve samples. Involved device was not returned for evaluation and the exact lot number is not known, but 2 possible lot numbers were provided. Therefore, the failure investigation was limited to assessment of information provided by the user facility and evaluation of information / samples from the 2 potential production lots. Inspection and testing of retained samples found no defects or anomalies and product performance specifications were met. A review of the device history records confirmed that there were no production related problems for either potential lot number. A review of the complaint files confirmed that neither potential lot number has been reported previously. Although the cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The event description is consistent with damage to the glidewire due to inappropriate use. The potential for such an event is addressed in the warnings/precautions section of the instructions-for-use. Specific statements in the IFU include: "failure to abide by the following warnings might result in breakage/separation of the wire, that may necessitate retrieval. If any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire (and the catheter) and determine the cause carefully by fluoroscopy to take suitable remedial actions"; failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel"; and "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up.